Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when turning on the programmer, an error message displayed. Rebooting the programmer eliminated the error message. No patient involvement or complications were reported as a result of this event.